Manufacturer narrative:
Asp investigation analysis: the damaged device was not returned to asp. The service requests for the sterrad 100s unit showed no other damaged device complaint as of (B)(4) 2010. The sterrad 100s dpmo (defects per million opportunities) chart, with the problem code "damage to customer device," over the last 12 months (06/2009 to 06/2010) showed that there was no increasing trend and was below the upper control limit (ucl). The device history record (DHR) for the sterrad 100s unit was reviewed and there were no issues noted. Per the sterrad family shuma (system hazard user misuse analysis) the risk of this issue is acceptable. Per the stryker's instructions, the stryker light cord was recommended for processing in the sterrad 100s but should not have been placed in sterilization pouches for sterilization. The manufacturer's instructions, document 233-065-077, rev. G, titled, "stryker fiberoptic cables maintenance and sterilization" pg. 2 of 2, under the "sterilization" heading, under the "sterrad" subcategory, state, "use the manufacturer's instructions for operation. Do not sterilize in sterilization pouches. Doing so may result in damage to the device."

Manufacturer narrative:
(B)(4): damaged device, (B)(4).

Event description:
A stryker light cord was processed in a tyvek pouch over a year ago, and stored in the operating room. When the staff removed the light cord, it was found that a portion was melted and unable to be used.